Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The operating currents are within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. The drive support disk was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and passed. The drive support disk was inspected and no anomalies noted. The pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.